Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient that they had an unrelated spinal fusion about a year ago and since then their device was not working right. The caller stated that their health care physician (hcp) said they did not damage the ins during the unrelated fusion. The patient reported they had the ins explanted due to loss of therapy. The patient couldn¿t provide an exact date for when this occurred but stated that it was probably a year ago. There were no further complications reported.